Manufacturer narrative:
(B)(4). This report of a connection issue was not confirmed in the lab due to a lack of sample. The root cause is determined to be the supply bag falling and disconnecting. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding end of therapy assistance, which occurred on the home choice device during drain 1. The home patient (hp) states the supply bag fell and disconnected. The baxter technical service representative assisted the hp in ending therapy. The hp stated she would to restart with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2010 regarding the reported problem. The hp stated they started over with new supplies. The lot number was unknown and the supplies had been discarded. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.